Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead dislodged during the implant procedure. Repeated attempts to fix the lead to the heart muscle were unsuccessful. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no damage or tissue found on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.